Event description:
Information as it was reported to ams indicates that the "laser won't stay running so the customer had to abort the case" indicative of a system malfunction during the procedure (patient sedated). The customer was unable to resolve the console issue that occurred and the case was aborted/canceled. There was no report of a patient or user injury.

Manufacturer narrative:
System analysis/service repair: the reported issue of laser won¿t stay running was confirmed and determined to be the result of a defective pump module. The pump module was replaced and a preventative maintenance (pm) performed. The system was tested and verified to meet specification.

Manufacturer narrative:
The pump module was replaced was not returned to ams.